Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm, cartridge alarm 19, and a cartridge alarm 25 (removed cartridge alarm) occurred. The customer's blood glucose (bg) level was 269 mg/dl. Reportedly, the customer changed the supplies and a minimum fill message occurred after the cartridge was filled with 300 units. The minimum fill message occurred with two cartridges. The supplies were changed, insulin delivery was resumed, and a bolus was delivered to address the event as well as the bg level. Reportedly, the customer declined troubleshooting for the alarm 19 and alarm 25.